Event description:
In 2002, the pt was implanted with a vented electric ventricular assist device (lvad). In 2003, the vad coordinator contacted the MFR stating that during transplant/explant of the lvad it was noted that the inflow valve was torn. The pt received a heart transplant.